Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery longevity was short. Customer reported that battery needed to be changed every four days. Customer's blood glucose was 400 mg/dl which was treated with manual injection. Customer also received low battery and off no power alarm. Customer also received a button error alarm and stated that buttons were not responding. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons are functioning properly, no damage was found on the keypad assembly. No button error alarm. Inspected the connector on the lcd and no unlock key\pad connector. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no unexpected off no power alarm, no unexpected low battery alarm and no weak battery alarm. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.